Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement using a flexnav delivery system via subclavian access route. During procedure, the intima of the right subclavian artery was dissected by the nose cone and capsule of the delivery system, which occluded the subclavian artery. After advancing a guidewire from the right radial artery and another guidewire from the right femoral artery to cross the lesioned area, the femoral artery guidewire was pulled through using the snare from the radial artery guidewire. A balloon valvuloplasty pre-dilatation was performed with a non-abbott balloon, diameter of 6mm by length of 40mm. A non-abbott stent, diameter of 7mm by length of 40mm, was implanted. The navitor valve was implanted. A balloon valvuloplasty post-dilatation was performed with a non-abbott balloon, diameter of 6mm by length of 40mm. The dissection was also on the central side of the right common carotid artery, but no additional treatment was performed because of the possibility of occlusion or stenosis of the right common carotid artery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of strong resistance when the delivery catheter was inserted into the access blood vessel was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, "caution: to prevent potential tissue trauma, close any gap between the valve capsule and the radiopaque tip. If necessary, turn the micro adjustment wheel in the direction of the arrow to close gaps between the valve capsule and the radiopaque tip. Once the gap is closed, turn the micro adjustment wheel opposite the direction of the arrow until the wheel stops. The micro adjustment wheel may be used multiple times to close the gap if needed."

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement using a flexnav delivery system via subclavian access route. During procedure, the intima of the right subclavian artery was dissected by the nose cone and capsule of the delivery system, which occluded the subclavian artery. After advancing a guidewire from the right radial artery and another guidewire from the right femoral artery to cross the lesioned area, the femoral artery guidewire was pulled through using the snare from the radial artery guidewire. A balloon valvuloplasty pre-dilatation was performed with a non-abbott balloon, diameter of 6mm by length of 40mm. A non-abbott stent, diameter of 7mm by length of 40mm, was implanted. The navitor valve was implanted. A balloon valvuloplasty post-dilatation was performed with a non-abbott balloon, diameter of 6mm by length of 40mm. The dissection was also on the central side of the right common carotid artery, but no additional treatment was performed because of the possibility of occlusion or stenosis of the right common carotid artery. Subsequent to the previously filed report, additional information was received that the aortic annulus diameter was 24.2mm. The final implant depth of the valve was in the appropriate position. The right subclavian access route was utilized due to a shaggy aorta, and there was a risk of plaque in both of the patient's inguinal regions. The patient's left subclavian artery had a high risk of vascular complications due to calcification and a narrow lumen, which was why the right subclavian access route was utilized. The micro adjustment wheel was used during loading of the device to close the gap between the valve capsule and the radiopaque tip, and the distal end was exterior and straightened when the micro adjustment wheel was used. Before insertion into the blood vessel, a gap was intentionally created in advance with the nosecone in order to prevent over-capture when inserting the delivery system into the blood vessel. There was strong resistance when the delivery catheter was inserted into the access blood vessel. The intima of the right subclavian artery was dissected by the nose cone and capsule of the delivery system during the insertion of the delivery catheter. It was thought that the dissection did not occur due to the gap between the nose cone and the capsule, but because the capsule exceeded the distal edge of the nosecone, known as over-capture. Once the delivery system was removed from the body, the over-capture was observed. There was sufficient calcium present to allow sealing, but the annular calcium distribution was unknown. There was an external native interference affecting the expansion of the valve, which was why a post-dilatation balloon valvuloplasty was performed after valve deployment. The patient status was unknown. The patient did not have a history of pulmonary hypertension. The patient did not require a blood transfusion.